Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s) because it did not match the patient's prior result earlier that day. The sample was rerun on an alternate instrument and resulted lower. The sample was then rerun on the same instrument, and the result matched the lower result obtained on the alternate instrument. The rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist did not find an instrument malfunction. The tsc specialist offered for a field service engineer to be sent to the customer site, and the customer declined service. The expected result had been obtained on the instrument upon repeat testing. The cause of the discordant, falsely elevated troponin result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.